Manufacturer narrative:
This is an initial report. Customer's product has been requested back for an investigation, and a final report will be submitted when the investigation is complete.

Event description:
Customer reported her meter readings were "spiraling up and down" and she did not trust their accuracy. No specific readings were reported and customer stated in 2009, she experienced symptoms of both hypoglycemia and hyperglycemia, and then reportedly lost consciousness and experienced a seizure. Customer was seen at a local emergency room, diagnosed with hypoglycemia; however, no treatment was reportedly rendered. Customer reported receiving an adc meter reading 143mg/dl compared to an hcp meter reading of 177 mg/dl; however, it is not known if these readings were taken the day of the event, are not consistent with the diagnosis and are not valid comparisons. Customer stated the doctor told her to remain on her current diet and medication regimen. Attempts were made to contact the customer to clarify the event. There was no report of death or permanent impairment associated with this event.